Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the patient for endovascular treatment of a 150 mm length thoracic aortic dissection and thoracic aortic aneurysm. It was reported that inspection of the device prior to use did not reveal any issue. After the stent graft had been deployed, the distal portion of the stent graft failed to fully expand. The physician rotated the external slider to move the graft cover, but the stent graft still would not fully expand. The valiant stent graft was then extended with another manufacturer's stent graft distally. The procedure was completed without any complications. Approximately 10 hours later, the patient's heart rate dropped to 32 bpm. The blood pressure was unable to be obtained. Emergency procedure was performed but was not effective and the patient expired. Per the physician, the patient death was due to rupture of the thoracic aortic dissection and aneurysm, chronic kidney disease, stage 3 hypertension, hypoproteinemia, and pre-existing cerebral hemorrhage. The physician could not determine the cause of the stent graft to not fully expand and the cause of the post-op rupture. No additional clinical sequelae were reported.

Manufacturer narrative:
Failure to follow instructions, excessive oversizing. Film evaluation summary: the exact cause of the events could not be conclusively determined from the pre-implant films provided. Films at index procedure where events occurred were not provided for review and comparison. The pre-implant films confirmed that the patient had chronic type b aortic dissection that originated just caudal to the left subclavian artery. The max aorta diameter including the false lumen measured ~ 6 cm. However, the true lumen was extremely narrow. The true lumen just distal to the lsa measured ~ 25 mm, but moving distally, the true lumen diameter only ranged from ~ 8-12 mm. It is possible that the valiant stent graft (34-mm distal od) was excessively oversized for the small true lumen, which may have contributed to the distal stent graft failed to expand event. The exact cause of the post-op rupture that led to patient death could not be conclusively determined from the films provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.